Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2002 - patient underwent repair of incarcerated periumbilical hernia with composix kugel. On (B)(6) 2007 - patient underwent repair of recurrent incisional hernia with composix e/x mesh. The composix kugel mesh was identified however noted to not be fully visable due to the incorporation.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore davol originally reported this event to the FDA in accordance with rae 2008-004. Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt is morbidly obese and underwent previous abdominal surgery including a hysterectomy. The info provided indicates the pt developed and was treated for a recurrence which is a known adverse event listed in the IFU. There is no specific device failure reported or identified in the medical records and a lot number was not provided, therefore a manufacturing review is not possible. Additionally, the mesh remains implanted. Although it does not appear a device failure occurred, without additional info, no conclusion can be drawn.